Event description:
The device was returned for inspection. The inspection results are as follows: complaint confirmed. The autosound applicator cable and the top case were damaged, also the unit had low stim output. The autosound cable top case and stim board were all replaced. After repairs the applicators were tested and output was out of tolerance so they were calibrated. After all repairs and calibration the unit passed all functional tests. The lead wires were tested and they both failed testing. Parts used p2698 autosound cable p2690 stim board c0461 top case a1717a lead wire 2 pack.

Event description:
Exposed wires at the flex nut near the head on the autosound applicator and the stim has low output. The customer also reports that they have to turn the stim output up really high to get the patient to feel any output.